Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/25/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed scarce amount of viscoelastic residue in the cartridge tip and tube. The intraocular lens (iol) was not return as to date it remains implanted. The customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to completely fill the viewing window of the pcb00 with viscoelastic. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol), the lens optic was noticed to have an off-axis defect/crack. Reportedly, the lens remains implanted in the eye. No further information was provided.